Event description:
Rptr has not been well. They did x-rays and neurologist noticed enlarged lymph nodes. The films were to see upper neck bones, rptr gets bad migraines. They did a biopsy this year and found the lymph nodes full of silicone. So now rptr doesn't know where it will go in their body. It is scary. It is big money to the drs and manufacturers. The companies give drs money to use drugs or items they make. We try to know the right things to do. Don't let the implants filled with silicone on the market. It goes everywhere in our bodies and clogs our lymph nodes that are to clean our body of germs, now they can't work properly.